Event description:
The customer called for assistance with priming the insulin pump and it was found that the customer was connected during priming and had inadvertently delivered fifty units of insulin into his body. The customer stated that he had inserted the infusion set prior to priming and he was unsure of how to exit the priming screen. Paramedics were called to treat the customer and the cell was disconnected. A follow up call was made to the customer and the customer stated that he was taken to the hospital as a result of the event. The reported blood glucose reading at the time of hospitalization was not reported. The customer also stated that he was going to arrange for additional training on the insulin pump before he used the insulin pump again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.